Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral trace diffuse lamellar keratitis (dlk), observed at one day post lasik treatment. Reporter indicated topical steroid eye drops were increased. Patient noted blurry vision, discomfort, tearing, and extreme sensitivity to light. Attempts have been made to obtain additional information, at this time additional information has not been received. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.